Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered brady pacing when not required. This was due to how the device was programmed. Due to the blanking period programming there is a ventricular paced beat on the patients t wave with morphology change, which induced an arrhythmia episode. Furthermore, undersensing was observed on the right atrial and right ventricular channels. Eventually the device delivered therapy that took the patient out of the episode. Reprogramming options were discussed. This device remains in service. No further adverse patient effects were reported.